Event description:
Additional information: there were no changes to the patient's pump parameters and the patient was asymptomatic. The patient was not eligible for a transplant and was monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. It was reported that a computed tomography angiography (cta) was done on (B)(6) 2021 which revealed thrombus in the outflow cannula. The patient was evaluated for a potential heart transplant or pump exchange. It was also noted that no outflow graft clip was used during the implant procedure. It was later reported that the patient is asymptomatic and there are no changes to pump parameters. Cta revealed thrombus within the proximal outflow cannula which resulted in approximately 50% luminal stenosis. Thrombus was also noted along a significant amount of the remainder of the cannula with thickness measuring up to 2 millimeters (mm). No heart transplant or pump exchange was performed, and the patient continues to be monitored. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had a computed tomography angiography (cta) scan which indicated thrombus with 50% occlusion. It is stated that outflow graft clip was not used during initial implant, but a pre-bend relief collar option was used. The patient would be evaluated for a orthotopic heart transplant vs. Pump exchange.